Manufacturer narrative:
The reported event is inconclusive. The device was not returned for evaluation. However, the potential root cause for this failure mode could be due to mechanical error or configuration during packaged. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to use: insert rounded end of catheter. Visually inspect the product for any imperfection or surface deteriorations prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheters were bent in the packaging causing the patient to have to straighten them out before use, which caused a difficult insertion. The customer was able to insert and use the catheter to void.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were bent in the packaging causing the patient to have to straighten then out before use, which caused a difficult insertion. The customer was able to insert and use the catheter to void.